Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The device ran for an extended period of time, no issues occurred with the pump stopping and reverting to load menu. The device was functioning properly. Based on the evidence, the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump would stop working intermittently and go to load menu. The patient was able to reinfuse but reported issue happened twice. No adverse effects reported.